Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Surgeon reported that following the implant of a distal radius plate matrix, the implant was torn causing breakage of a screw. The screw stayed into the bone and crossed the plate.